Event description:
Customer called to report that the unicel dxc 800 synchron system was displaying messages relating to the cuvettes failing water blank errors. The customer technical specialist (cts) assisted customer with troubleshooting the instrument and instructed customer to wear the proper personal protective equipment (ppe) and exercise precautions. During the troubleshooting, customer pulled the line to wash with pressure, and got soaked with fluid in the process. Customer did not get fluid in the eyes and no injuries occurred.

Manufacturer narrative:
The root cause of the instrument issue was that customer improperly pulled on the wash line during troubleshooting. Customer was not harmed and no other injuries were reported. (B)(4).